Manufacturer narrative:
Investigation included phone-based troubleshooting and user education regarding proper supply change procedure. Investigation of this case revealed user error related to an incomplete rewind step and improper cartridge change that likely caused infusion delivery failure. It was concluded that the device performance was impacted by user handling, and proper procedural adherence resolved the issue without medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced high blood glucose readings confirmed by both sensor and fingerstick following a supply change on the insulin pump, with the event attributed to an infusion set and cartridge issue related to failure to rewind and not following the instructed supply change steps, resulting in suspected leakage and inadequate insulin delivery. Symptoms included hyperglycemia. Outcomes included troubleshooting and education completed by support, including direction to change the infusion set and cartridge.